Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "improper handling", "excessive force used", and/or "improper removal from packaging" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy.

Event description:
Per cnf, it was reported that: event: the device got stuck. Was the device got stuck at the lesion site? The usual setup was performed, and the applications were performed in the following order: lspv, olive shape, basket shape, and flower shape. After completing the lspv, while moving to the lipv via a direct approach, the wire got stuck. What was the physician's opinion on the cause of the event where the stent got stuck? Unknown. How was the stuck released? The wire did not move even when pushed, so it was changed from a flower shape to a basket shape, which allowed the wire to move slightly, and the entire system was removed outside the body. Was there any other catheter in the heart at the time of the health problem? 20 pole beetle made by japan lifeline co., ltd. Was the orion catheter used in combination? Yes. If q6 is 'yes,' where was the orion positioned? Outside the body. If q6 is 'yes,' was the orion left deployed? Outside the body. What was the size and name of the sheath that was used together? Unknown. Infected: no infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient patient outcome: no patient injury first time the unit was used: yes tested prior to use: yes used before expiry date: yes.

Event description:
Per cnf, it was reported that: event; the device got stuck. Was the device got stuck at the lesion site? The usual setup was performed, and the applications were performed in the following order: lspv, olive shape, basket shape, and flower shape. After completing the lspv, while moving to the lipv via a direct approach, the wire got stuck. What was the physician's opinion on the cause of the event where the stent got stuck? Unknown. How was the stuck released? The wire did not move even when pushed, so it was changed from a flower shape to a basket shape, which allowed the wire to move slightly, and the entire system was removed outside the body. Was there any other catheter in the heart at the time of the health problem? 20 pole beetle made by japan lifeline co., ltd. Was the orion catheter used in combination? Yes. If q6 is 'yes,' where was the orion positioned? Outside the body. If q6 is 'yes,' was the orion left deployed? Outside the body. What was the size and name of the sheath that was used together? Unknown. Infected: no. Infection name: diagnosis or treatment: resolution: different device used (same model). Where did event occur: inside the patient. Patient outcome: no patient injury. First time the unit was used: yes. Tested prior to use: yes. Used before expiry date: yes.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return.